Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred after updating the firmware on the device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service technician observed error codes for a machine flow drift high in the device¿s event log. Additional errors found by the third-party service technician was a motor controller force shutdown and an event drift. The third-party service technician replaced the device¿s system interface printed circuit assembly board to address this issue. Additional findings not related to the malfunction/issue was the third-party service technician proactively replacing the air inlet foam filter on the device. After replacing the parts on the device, the third-party service technician a functional test on the device, which passed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred after updating the firmware on the device. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.